Event description:
Device malfunction: dislodged stent. Symptoms/ae: none. Time of ae: during the procedure. It was reported that during a stenting procedure in an unspecified vessel, the rx herculink elite stent dislodged from the balloon. There was no adverse pt effect reported. The next day, the pt was successfully implanted with 2 herculink elite stents and one non-abbott stent. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the outer member, balloon, and stent implant. There was no contrast visible. The stent implant was returned dislodged from the sds. The first row of distal struts and the proximal half of the stent implant were stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering (ppe) reviewed the incident. The rx herculink elite stent delivery system (sds) was returned with blood on the outer member, balloon, stent implant and no contrast visible, which would be expected for a product that had been used in a procedure. The stent implant was returned dislodged from the sds, with observable stent damage (the first row of distal struts and the proximal half of the stent implant were stretched). The balloon was tightly folded and there were crimp marks on the balloon between he markers, suggesting that the stent had been appropriately crimped to the balloon. The damage to the stent (stretched and bent struts) suggests that the stent was dislodged by an external resistance. There was no report of resistance felt by the user which would be expected for this type of damage. The protective sheath was not returned, which may have helped in the analysis. Factors that can lead to stent dislodgement include, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with the lesion, tortuous anatomy, or heavy calcification. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for proper stent placement, 100% visually inspected for stent damage, and 100% dimensionally inspected for crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify appropriately crimped stent. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement testing. A review of the samples tested from this lot met the manufacturing criteria. The outer diameter measurements of the returned sds stent implant could not be taken due to the damage. A review of the finished product's lot history record (lhr) did not reveal any non-conforming material record (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. No manufacturing quality deficiencies were observed. No specific cause for the stent dislodgement, which appears to be procedural related. It was also noted in the incident info that the next day the physician was able to successfully deploy 2 other rx herculink sds stents and a non-abbott product. It is unk the dimensions or features of the sds products used the next day that were able to deploy in the target lesion. It is also unk if the initial use of the rx herculink sds loosened or otherwise altered the lesion, thus allowing the other sds's to successfully advance. The reported stent dislodgement appears to be related to circumstances during the procedure. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.